Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during appendectomy laparoscopic procedure, upon transection of the appendix, the stapler did not fire. The surgeon was able to press the green button but unable to squeeze the handle. Another reload was replaced. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during appendectomy laparoscopic procedure, upon transection of the appendix, the stapler did not fire. The surgeon was able to press the green button but unable to squeeze the handle. A new reload was used with the same handle to complete the procedure. The patient was alive with no injury.